Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: the device was received for evaluation. During functional testing, the reported problem "downstream occlusion issue" was reproduced. Evaluation had the device sent to flow line for downstream occlusion testing with a failed result flow line received a false downstream occlusion during testing. A review of the event history log revealed "downstream occlusion" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the failed force sensor. The force sensor required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had downstream occlusion issue in the biomedical service department. There was no patient involvement. No additional information is available.